Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed. In addition, per report, advanced age (90) and frailty were thought to be contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
After the implantation of a 29mm sapien 3 valve, the patient's blood pressure dropped to 30-40 mmhg systolic. A tamponade was noticed and a pericardial window was performed to drain the blood. An annular rupture that extended into the ascending aorta was suspected to be the cause, although it was not visualized. There was difficulty controlling the patients' blood pressure (sbp as high as 265mmhg) and exacerbated the situation. A total of 800cc was drained from the patient's chest with 300cc being returned. Two additional units of blood were transfused. Of last communication, the patient was still intubated but stable the following morning. Per report, initially, it was suspected to be caused by the temporary pacemaker wire (right ventricle) or a wire perforation in the left ventricle. However, the cause is unknown; the patient is frail and (B)(6). The native annulus diameter measured 24mm x 30mm with an area of 580mm2 by CT. The native annulus was mildly calcified, and the leaflet was moderately calcified. The sinotubular junction (stj) diameter was 34mm and the sinus of valsalva (sov) diameter was 40mm.